Event description:
Pt with ca of larynx/breast had a portacath implanted 4/23/97 for medication access. Catheter found to be non functioning & injected 10/17/97. Access catheter removed 10/17/97 surgical day care.